Event description:
It was reported that a physician attempted to perform a myosure procedure for uterine tissue removal on (B)(6) 2014. Prior to the procedure, the dr. Performed a dilatation and curettage (d&c) and then inserted the scope. The fluid deficit rapidly spiked and the physician stated she believed a uterine perforation occurred and aborted the procedure. There was no medical intervention required and the pt "recovered with no foreseen postop complications."

Manufacturer narrative:
The myosure hysteroscope is not being returned therefore, a failure analysis can not be completed. Device history record (DHR) review was not able to be conducted for the myosure hysteroscope as product identification numbers were not provided by the complainant. (B)(4).